Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced downstream occlusion set. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation and the reported condition was confirmed in the event history but not duplicated. This complaint is an ancillary of (B)(4). The cause of the event was not confirmed. No repairs were performed to correct the reported condition. If any additional information is received, a follow-up will be sent.